Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances were found therefore supporting the device met material, assembly and performance specifications. There was no returned product for this event.

Event description:
Physician noticed what looked like tip separation with turnpike spiral. He had been torquing ts in om both clockwise and counterclockwise. When he saw what looked like tip separation he removed wire and catheter together finding turnpike spiral to be intact but tip was almost separated hanging by frayed material.